Event description:
It was reported that the endoclamp balloon was in use and had a slow leak. The md removed the ec1001 and replaced with another ec1001. Surgery continued, no reported complaint with second ec1001. The patient expired after case due to unreported incident. Hospital unable to respond further on cause of death until pathology results returned. Rn unable to state if device was related to death or outstanding further situations associated to the death of patient.

Manufacturer narrative:
Unable to perform an investigation due to the device being discarded by the hospital. At this time, the hospital is unwillng to discuss the event into this adverse events in further detail. The sales rep in addition has made multiple attempts. No CAPA was initiated into this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device was discarded by the hospital. Investigation into the complaint is in progress.